Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation. The pil technician evaluated the returned touchscreen on (B)(6) 2024. The pil technician verified that the touchscreen passed all flex cable resistance verification testing. Additionally, the pil technician verified that the touchscreen passed all resistance ratio testing. Due to the returned touchscreen passing all testing, the investigation has concluded that there is no problem found and the device allegation could not be confirmed.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment in the touchscreen touch position. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The field service engineer (fse) confirmed the misalignment of the touch position. The touchscreen was replaced, and the issue was resolved.